Manufacturer narrative:
Two nurses reported that the transmitter was hot to the touch. The biomedical engineer tested the device for about one day and could not duplicate the reported "hot to the touch" feeling. On further examination, it was discovered that the device had fluid intrusion in the battery compartment. The device was in use on a patient at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Two nurses reported that the transmitter was hot to the touch.